Manufacturer narrative:
Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge stopped dispensing insulin when 20 units of insulin remained in the cartridge. Reportedly, customer did not follow proper load instructions and did not remove the air from the cartridge prior to filling with insulin. The pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 240 mg/dl.